Event description:
It was reported that the balloon in temperature sensing foley catheter leaked and fell out of patient. They tried to inflate balloon again, but no result. They were requested to return immediately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "water lost via permeation". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not wipe catheter surface with organic solvents (such as alcohol). After use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not aspirate urine through drainage funnel wall. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. For urological use only storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the balloon in temperature sensing foley catheter leaked and fell out of patient. They tried to inflate balloon again, but no result. They were requested to return immediately.